Event description:
The user facility reported via medwatch mw5176915 that their raptor grasping device failed to open and close during a patient procedure.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.